Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the lead pin was inserted into the device connector, the physician was unable to tighten the screw. It was also reported there was no "clicking" when "torqueing" the screwdriver. A competitor screwdriver was then used, and the screw was found to be "stuck" in it when pulled out of the connector block. A different device was implanted, and no patient complications have been reported as a result of this event.